Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Operating currents were not tested and alarms were not verified due to blank display. The device had minor scratches on the lcd window.

Event description:
It was reported that the customer had received a replacement battery cap but received a low battery alert and an off no power alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that sometimes the battery cap would not screw in well. The customer stated that he had received the off no power alarm twice. Advised the insulin pump needed to be replaced. Advised customer to continue to use the insulin pump until the replacement insulin pump arrived. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.